Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1532680, involved in this complaint device was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 03 rd june 2020 and on the 09th july 2020. In summary the following results were observed in the lab evaluation: flexor was observed broken in both places measuring 91cm approximately from the handle, and 130 approximately from the white tip. Handle was actuating fine. Stent was not returned. Safety wire was returned separately. Introducer was returned separately and it was fully deployed on return. Further measurements were taken during the lab re- evaluation to determine if there introducer was returned in full. Flexor measured approximately 69 cm from the sheath tube( handle). Introducer that was returned separately measured approximately 131 cm. Therefore, the flexor measured approximately 200cm. Flexor measurement are 2000/2004 mm. Following the lab evaluation additional information was requested to aid with the investigation: "was the introducer system fully recaptured before removing the introducer system before removing the device? Yes". From additional information received: 3. What was the position of the elevator? Was it opened or closed? Closed. Down, please clarify if the position of the elevator was closed or down? Closed. 6. How long was the stent in the patient by the time this complaint occurred? 1 day. What is meant by this? The stent was in patient by the time complaint occurred. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? Yes, inner core of delivery system. Is this correct or did it get caught on something else? The inner core of delivery system get caught. Following the lab evaluation further additional information was requested to aid with the investigation, from additional information received: 4. Did any part of the product snag/get caught with the stent when removing the delivery system? Is this correct or did it get caught on something else? Customer confirmed there is nothing got caught. Just the inner core broken, while retracting the delivery system. -for this purpose the elevator was closed? It is open. -at what point of the procedure was the elevator be closed? The elevator is always open. -did the inner core of the delivery system get caught on the elevator? No. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1532680, did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1532680. Upon review of complaints, this failure mode has not occurred previously with this lot #c1532680. The instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use". "With elevator open, advance device until endoscopically exiting endoscope". Also it instructs the user to "after deployment, fluoroscopically confirm, full stent expansion. While maintaining wire guide position, push direction button on side of delivery handle to opposite side, squeeze the trigger to completely recapture the introduction system". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined, as the circumstances of use cannot be replicated in the laboratory. It is possible, that the initial failure of flexor breaks could potentially be a result of torturous path, while retracting the delivery system. As noted in additional information received, "customer confirmed, there is nothing got caught. Just the inner core broken while retracting the delivery system". It is possible, that during retraction of the delivery system tortuous path may have caused build up pressure, resulting in the flexor breakages causing the retraction of delivery system failure. Which led to removal of the delivery system by forceps. It is possible, that the broken part of flexor may have caused the stent to deviate from desired position, while removing the delivery system by forceps. Summary: complaint is confirmed, as the failure was verified in the laboratory. According to the initial reporter, user placed another same rpn product to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up is being submitted, due to the investigation conclusions. Also a correction to update the user facility to an importer. Initial description submitted as follows: user advanced the device to desired position and release the stent, then user retracted the delivery system, but failed. User detected the inner core of delivery system broken, during procedure, then user pull the delivery system along with endoscopy out of patient. User took forceps to remove the broken inner core from patient and detected the stent was deviated from desired position. To fix it, user placed another same rpn product to complete the procedure. Patient outcome: used forceps to collect the broken inner core out of patient. Patient/event info - notes: 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) stent removal evolution. 2. What endoscope type and channel size was used? Olympus jf-260v jf-260v,3.7. 3. What was the position of the elevator? Was it opened or closed? Closed. Down. 4. Details of the wire guide used (diameter, type, make)? Metii-35-480, metii-35-480. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Stent was implanted in desired position. 6. How long was the stent in the patient by the time this complaint occurred? 1 day. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Unknown; stricture information: 1. What was the length and diameter of the stricture? 2cm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Yes. 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: 1. Was final stent placement confirmed using endoscopy/fluoroscopy? If yes, what was used? X-ray. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. 3. Was the safety wire fully removed before removing the delivery system? Yes. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? Yes, inner core of delivery system. 5. Are images of the device or procedure available? No. Questions related to during stent repositioning/removal: 1. What instrument was used for stent repositioning/removal? Forceps, snare. 2. Was the lasso (suture) loop used during repositioning/removal? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. This follow up MDR is being submitted as the device was evaluated on the 03-jun-2020.

Event description:
This follow up is being submitted as the device was evaluated on the 03-jun-2020 confirming the flexor was broken.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device to desired position and release the stent, then user retracted the delivery system but failed. User detected the inner core of delivery system broken during procedure, then user pull the delivery system along with endoscopy out of patient. User took forceps to remove the broken inner core from patient and detected the stent was deviated from desired position, to fix it user placed another same rpn product to complete the procedure.